Event description:
When the nurse opened the packaging of neuron and gave the product to the doctor, the neuron was already "flat" on its distal part.

Manufacturer narrative:
Technical evaluation: the distal tip is flattened for the first 0.5 cm, a flat spot between 2.9 - 3.6 cm and ovalization at 6.0 - 9.0 and 12.5 - 13.5 cm from the distal tip. Conclusion: the incident is confirmed as reported. The DHR for this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part #2314-01, (lot # l15584). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirements.